Event description:
Port was implanted via right subclavian in 2005. During early april 2006, pt began to experience pain during chemotherapy infusions. In 2005 port/catheter was removed and replaced with a new one. No associated pt complications reported.